Event description:
Per the clinic, the patient experienced burning sensation, pain and discomfort at implant site. Subsequently, the device was explanted on (B)(6) 2026, and reimplanted with another cochlear device during the same surgery.